Manufacturer narrative:
The information related to the duration of the insulin pump use was incorrect with the initial report. (B)(4).

Event description:
It was reported that the customer was off the insulin pump greater than 48 hours of reported hospitalization event.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 40 mg/dl at the time of the incident. The customer also reported that they were hospitalized from (B)(6) 2019 for high blood glucose. The blood glucose value when admitted to hospital 600 mg/dl. The customer¿s blood glucose then went to 450 mg/dl. The customer experienced the symptoms such as nausea. Customer reports insulin pump system has not been in use within 48 hours of reported high blood glucose event. The customer was treated with manual injection for high blood glucose. The insulin pump will not be returned for analysis.